Event description:
The customer reported the battery charge led indicator light was flashing rapidly.

Manufacturer narrative:
(B)(4). The customer reported the battery charge led indicator light was flashing rapidly. The device was evaluated at philips and the symptom was duplicated. The ac power supply was found to be defective. Replacing the ac power supply resolved the reported issue.